Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of revf0375 showed three other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation.

Manufacturer narrative:
The complaint of a damaged catheter was confirmed and was found to be use-related. The returned product was one 3fr groshong PICC with stylet still inlaid. The stylet and catheter were kinked just distal of the flushing adaptor stent. A small split in the catheter material was found in the kink infusion through the catheter revealed a leak from the split site in the kink. The catheter was otherwise functionally normal. Microscopic examination of the split site revealed a curved shape matching the coiled wire pattern of the stylet bisection and examination of the interior of the stylet at the kink site revealed abrasions typical of stylet damage. It appeared from eval that kinking the catheter during use caused the stylet to damage and breach the catheter wall. The IFU gives instruction for inserting the catheter slowly and avoiding sharp angles.

Event description:
Upon passage of the catheter PICC, it showed defect in the proximal pathway which apparently pierced the guide wire catheter tip. Another unit was used.